Manufacturer narrative:
The complaint of the needle piercing the IV catheter tubing was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a needle protruding from the side of the 20g nexiva IV catheter tubing. What appeared to be blood residue was visible within the needle tip, catheter adapter, and throughout the catheter tubing. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it is possible that the catheter was able to access the vessel. The needle may have punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
The needle is piercing the IV tubing.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.